Manufacturer narrative:
External insulation abrasion was noted at 30.8 cm to 30.9 cm from the connector pin consistent with lead friction to another implanted device or feature of the patient anatomy. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.